Event description:
It was reported that while the anesthesia workstation (hereafter named device) was connected to the patient, it failed to ventilate the patient. The event occurred after intubation when the device was switched to automatic ventilation. The device was switched back to manual ventilation and despite good chest movement the child continued to desaturate. The patient was connected to an ambu bag and the patient recovered rapidly. The patient final outcome was no injury. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The system was investigated on-site by our field service engineer. No faults were found and no parts were replaced. The system was successfully function tested and cleared for clinical use. Received information from the user facility stated that the patient monitored data was lost or had been cleared of its trend data and therefore the patient saturation levels at the time of event are unknown. However, the anesthetist observed that the patient was fully saturated at start of the case. Saturation measure moved so low as to be unreliable and at one point the patient became bradycardic. Patient responded well to o2 via emergency bag mask resuscitation (ambu bag) and returned to full saturation and pink colour. The received information states that the patient saturation started to decrease after intubation when the automatic ventilation was started. The event log does not show any deviations, alarms have been generated according to user settings and during the short period in automatic ventilation the system switched to backup ventilation at two occasions when no breathing efforts were registered. The trend log shows that the system delivered agent, oxygen and pressure according to user settings both in manual and automatic ventilation. Measured etco2 was lower than the set lower alarm limit during the case and this could indicate problems with the patient airways and/or gas exchange. There was a difference in measured inspiratory and expiratory volumes, inspiratory volumes were higher than the expiratory volumes. The cause of the difference in measured volumes cannot be determined but may be due to leakage in the breathing circuit. The test log shows that the system checkout performed prior to the case was started passed without deviations and the technical log has no entry to indicate a technical failure in the system on the day of event. Our conclusion, based on the investigation and log evaluation of the system, is that there was no technical failure with the system at the given time of the event. The system functioned (delivered agent, oxygen and pressure) and generated alarms according to user settings. We have not been able to determine the cause of the insufficient ventilation of the patient.

Event description:
Manufacturer's reference #: (B)(4).